Event description:
According to customer, after using a lifestyles condoms, she developed a yeast infection followed by a skin abcess on the vaginal wall. Customer said that medical attention was needed to treat the problem.